Event description:
It was reported that the patient was experiencing inadequate stimulation and electrical jolts in his spine which caused discomfort after the non-device related procedure. The patient underwent a system explant procedure. The explanted devices were kept by the medical facility.